Manufacturer narrative:
Evaluation: method: no info available at this time. Conclusion: cause of event has not been determined as analysis has not been completed. Analysis the prod has been returned to medtronic for analysis. As of the date of this report, the analysis on the device has not been completed. Conclusion: no conclusion can be drawn at this time as the analysis of this device has not been completed. Upon completion of the analysis, a final report will be submitted to FDA. The device was changed out during the case with no reported adverse pt effects.

Event description:
Medtronic rec'd info that this hollow fiber oxygenator exhibited clotting in the membrane during a bypass case. The decision was made to change out the device, which was performed without reported complication. No adverse pt effects were reported.